Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract and needlestick occurred. The following information was provided by the initial reporter: on 10/24/2024- nursing reported needle did not retract, unknown lot# the employee injuries were not reported to bd in a prior report. Neither injury had a lot number associated with the injury. After the second injury I was concerned about the issue of failing safety mechanisms as both needlestick injuries the patient reported the needle did not retract and they were both 18 g bd ivs. On (B)(6) 2024 and (B)(6) 2025 were the dates of needlestick injuries. Full lab workup was performed per out protocol for both events. No pep medications were used for either case. This is an ongoing issue with more than one lot which is evident given the 2 needlesticks which would have been 2 separate lots used months apart from each other

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.